Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2024, the patient called to report new asymptomatic low flow alarms when rolling onto their side when sleeping. The patient was seen in clinic on (B)(6) 2024 and reported that they had worsening endurance and activity intolerance, flows were slightly down from baseline at 3.5 to 3.8 over the last several months. Transient flow dropped to the high 2¿s were also noted while on system monitor when the patient was sitting still in clinic. A computed tomography angiography (cta) was completed on (B)(6) 2024 which found notable outflow graft compression within the strain relief. The patient did not have any goretex over wrap only the standard abbott strain relief. Of note, the patient also did not have an outflow graft clip nor an updated strain relief as they were implanted prior to that device update. On (B)(6) 2024, the patient was taken to catheterization lab and the outflow graft was successfully stented with good results and flows restored to the mid 4¿s. The patient was stable.

Manufacturer narrative:
Section d4, model number, catalog number: corrected. Manufacturer's investigation conclusion: the reported outflow graft compression under the bend relief and low flow alarms could not be confirmed. Although a specific cause for the alarms could not be conclusively determined through this evaluation, it was reported that pump flow improved following the outflow graft surgical intervention. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," provides an explanation of pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures," cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7, ¿alarms and troubleshooting,¿ outlines system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 5 of this document also outlines system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.